Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 dissector jaws would not close. A replacement device was used to complete the procedure. No patient involvement.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 dissector jaws would not close. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 27feb2020 and investigated on 18mar2020. A visual inspection was conducted. Signs of clinical use and evidence of no blood was observed. A microscopic inspection was conducted. The heater wire was observed to be completely flexed away from the hot jaw at the center, but remained attached at the base and tip of the hot jaw. The silicone insulation was observed to be intact, no visual defects were observed. The jaws were observed to be intact, no visual defects were observed. A mechanical evaluation was conducted. A mechanical evaluation was performed. The blue toggle switch was manipulated to operate the jaws. The jaws are able to open and close with no difficulty. The jaws match up and align. Based on the returned condition of the device and the results of the investigation, the reported failure "mechanical issue¿ was not confirmed, but was confirmed for the analyzed failure "material twisted/bent¿ was confirmed. Specific actions for the analyzed failure mode material twisted/bent are being maintained and documented under maquet's failure investigation report (fir) system.